Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information f10 adverse event problem, corrected data: initial report inadvertently left out codes 'e2109' and 'e1623'.

Event description:
It was also reported that the patient complained of generator pain and increased tension of their lead. It was noted that upon examination of the patient's neck the lead felt taught.

Manufacturer narrative:
(B)(4). Device evaluated by MFR?: device evaluation is not necessary as the migration and protrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's vns generator had migrated down 2 inches. Per the physician, the generator migration is attributed to patient physiology, as the patient was noted to have lost a significant amount of weight. It was noted that the surgeon wanted to replace and reposition the generator to prevent damage to the lead and/or nerve. The patient underwent vns generator replacement. Product return and device evaluation is not necessary as the reported migration/protrusion is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.